Manufacturer narrative:
A ge svc rep performed an evaluation over the telephone. The high voltage cable was replaced and the image flickering was stopped. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the system 9800's image flickered when the c arm was moved. There was no adverse pt involvement reported. There was no pt info reported.